Manufacturer narrative:
H6, there the catheter with the cxt device available (but it was partially deployed outside of the patient, as reported), therefore, it will be evaluated once received at gore. Code 'b01' is selected for the planned product evaluation, currently in transit. Unfortunately, the customer has decided to deploy the device at the table (outside patient) and reportedly it was tried to deploy the endoprosthesis which may altered the original state of the product failure (lock pin at the leading end of the device). A manufacturing records review will be performed for the reported serial/lot number. Ongoing communication with the field to reach conclusions and clarify the potential cause of the event. No preliminary results available yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a patient underwent an endovascular abdominal aortic treatment with an bilobed aneurysm. It was planned to implant a gore® excluder® conformable aaa endoprosthesis with active control system (cxt261412e). During the procedure, the physician experienced trouble during preparation of the endoprosthesis. Reportedly, the metal stylus sheath (packaging mandrel) was difficult to remove. The packaging mandrel was then able to be removed without noticing a damage and it was considered that the endoprosthesis was ready. Thus, the physician decided to use and inserted into the gore® dryseal flex introducer sheath (dsf1633). However, the device was impossible to advance further and could not go up inside, and no patient impact was reported. The device was removed in its undeployed state. Furthermore, it was reported that the cxt handle was used outside the sheath, at the table, in order to investigate further this problem. It turned out that there was a partial deployment system (transparent handle) with the two metal rods. One of the rods had pierced the endoprosthesis and is currently not clear how this could have happened. The provided photographic picture shows a rod/wire at the endoprosthesis, near to the leading olive at the catheter. This is a disengaged lock pin. The patient tolerated the procedure.